Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained for performance verifier fluid results processed using vitros digoxin (dgxn) slides lot 1913-0247-5668 on a vitros 4600 chemistry system (s/n (B)(4)). The investigation was unable to determine an assignable cause. There is no indication that the instrument is the cause of the lower than expected results as quality control results were acceptable. A reagent issue cannot be ruled out as a contributing factor as elevated imprecision was observed across the measuring range and for multiple fluid types. However, all testing has shown performance of vitros dgxn slide lot 1913-0247-5668 is within claims, labeling and specifications.

Event description:
An ortho clinical diagnostics scientist reported lower than expected performance verifier fluid results processed using vitros digoxin (dgxn) slides on a vitros 4600 chemistry system. Performance verifier level 2 (lot m5007) results of 1.492, 1.466, 1.671 nmol/l vs. An expected result of 2.246 nmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No results were reported outside of the laboratory. There was no report of patient harm. (B)(4). This report is number 2 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved.